Event description:
The MFR received info alleging the millennium oxygen concentrator sparked and ignited flames to the pt's face. The pt was admitted to the hosp. This event is being investigated and the device is being returned to the MFR for eval. A follow up report will be submitted when the investigation is complete.